Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389-28, lot# 0209096383, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no alleged product issue and no action required as a result of the event. The patient¿s status at the time of report was alive with no injury. Patient symptoms or complications associated with the event included right frontal hematoma at an unknown location. The hematoma was due to the penetration of the right electrode during surgery. Medical imaging showed abnormal. Actions taken as a result of the event included surveillance by scanner. The event was related to the procedure. The event resolved without sequelae. The patient's medical history included: dyslipidemia, hyperlipidemia, parkinson's disease (1997).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The etiology was updated to be related to the implant procedure.